Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 643 mg/dl. Reportedly, the customer gave a bolus via the pump and a manual injection to address their bg level. Customer was treated in ER with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly the pump was not completing boluses. The customer reverted to an alternate method of insulin therapy.